Event description:
The customer contact reported that during preventive maintenance testing at the user facility, fluid damage was noted on the fluid shield. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, fluid damage was noted on the fluid shield. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.